Event description:
It was reported that the pump screen was dark and wouldn't turn on. There was no reported impact to the customer's blood glucose level. Customer declined any troubleshooting as pump was thrown away. No additional information was provided.